Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization for reported dka while using the ilet. This type of event can result in acute metabolic decompensation requiring urgent medical treatment and hospitalization. Engineering log review indicated the ilet was functioning as intended, with alerts and insulin delivery requests generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia on the reported event date and showed several prolonged periods of no insulin delivery due to manual suspensions, lack of cgm or bg values, and the device running out of battery before being powered back on later that day. Based on available information, the event was attributed to use-related factors and interruption of insulin delivery rather than device malfunction. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 it was reported that the user was hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025 while using the ilet. Available information indicates the user experienced prolonged hyperglycemia associated with periods of no insulin delivery, including times when insulin was stopped, cgm values were unavailable, and the device battery had run down. The user reportedly required hospitalization for treatment of dka. Additional hospitalization details were not provided because the user declined follow-up questioning.